Manufacturer narrative:
Initial and final MDR 1893354 - MDR 3003442380-2024-09864 - device 3 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)-2024, it was reported by the patient that the infusion set fell off during use. The set was use for one day. The patient replaced infusion set and resumed insulin successfully. No further information available